Event description:
This is a duplicate of manufacturer report number 1119421-2023-00480. No additional reports will be filed on this report number. Any additional information that is received will be reported on manufacturer report number 1119421-2023-00480.

Manufacturer narrative:
This is a duplicate of manufacturer report number 1119421-2023-00480. No additional reports will be filed on this report number. Any additional information that is received will be reported on manufacturer report number 1119421-2023-00480. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records could not be reviewed because the lot number provided by the reporter is not an accurate iol lot/serial number for the reported company lens. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that following implantation of iol the surgeon noted optic was scratched. Auto-refraction was very bad. Additional information has been requested.